Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) myocardial ischaemia [myocardial ischaemia] the piston rods of 3 pieces of novopen 5 were unstable. No medication liquid could be pushed out. [Device failure] blood glucose data was 18.7,13 mmol/l [blood glucose increased] injected subcutaneously in the abdomen, and there was induration [injection site induration] the products were stored with needles on them. [Product storage error] case description: this serious spontaneous case from china was reported by a consumer as "myocardial ischaemia(myocardial ischaemia)" beginning on (B)(6) 2023, "the piston rods of 3 pieces of novopen 5 were unstable. No medication liquid could be pushed out.(device failure)" with an unspecified onset date, "blood glucose data was 18.7,13 mmol/l(blood glucose increased)" beginning on (B)(6) 2023, "injected subcutaneously in the abdomen, and there was induration(injection site induration)" with an unspecified onset date, "the products were stored with needles on them.(device stored with needle attached)" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novopen 5 (insulin delivery device) from unknown start date for "device therapy", , novomix 30 penfill (insulin aspart, insulin aspart protamine) (dose, frequency & route used- 26 iu, bid(26 u in the morning and 26 u in the evening.)(52), subcutaneous) from unknown start date for "type 2 diabetes mellitus", patient's height: 169 cm patient's weight: 58 kg patient's bmi: 20.30741220. Current condition: type 2 diabetes mellitus(diagnosed for 30 years). Treatment included - perhexiline, adenosine monophosphate(adenosine phosphate) and ixeris sonchifolia hance(chineses medicine, non codable). In 2021, the patient started to use novopen 5 and novomx 30 penfill, bid, 26 u in the morning and 26 u in the evening. The patient reported that the piston rods of 3 pieces of novopen 5 were unstable. No medication liquid could be pushed out. The products were stored with needles on them. The patient didn't accept the hotline's explanation, and thought there was a problem with the quality of novopen 5. On (B)(6) 2023, patient's blood glucose(blood glucose) was 18.7 mmol/l at 3 a.m and patient had heart discomfort. The patient injected 26 u of novomix 30 voluntarily. The patient was hospitalized at 8 a.m. Morning on the same day. At that time, the blood glucose(blood glucose) was over 13 mmol/l. The doctor diagnosed that the patient had severe myocardial ischemia. The patient reported that a new novopen 5 was bought on (B)(6) 2023. After use, the fasting blood glucose (blood glucose) data was 6.6 mmol/l, and 2-hour postprandial blood glucose(blood glucose) was 7.2 mmol/l the patient was discharged on (B)(6) 2023. On the morning of (B)(6) 2024, blood glucose (blood glucose) value was 8.8 mmol/l. On an unknown date, the product was injected subcutaneously in the abdomen, and there was induration. The product was injected at the induration. The doctor said that high blood glucose caused by myocardial ischemia there was no unexplained increase in blood glucose levels and insulin requirements the patient could not remember the specific treatment clearly for diabetes and the patient received training in how to inject subcutaneously at a local hospital. The suspected product appear normal at visual inspection there was no changes in diet/physical exercise and no occurrence of intercurrent infections. Batch numbers: novopen 5: evg3340, lvg5j42, hvgj929 novomix 30 penfill: not reported action taken to novopen 5 was not reported. Action taken to novomix 30 penfill was not reported. The outcome for the event "myocardial ischaemia(myocardial ischaemia)" was not reported. The outcome for the event "the piston rods of 3 pieces of novopen 5 were unstable. No medication liquid could be pushed out.(device failure)" was not reported. The outcome for the event "blood glucose data was 18.7,13 mmol/l(blood glucose increased)" was recovered. The outcome for the event "injected subcutaneously in the abdomen, and there was induration(injection site induration)" was not reported. The outcome for the event "the products were stored with needles on them.(device stored with needle attached)" was not reported. Preliminary manufacturer's comment: 05-jan-2024: the suspected device novopen 5 has been returned to novo nordisk for investigation. Investigations are ongoing. Product handling error such as storing the device with needle attached between injection can affect the functionality of device. Patient's underlying medical condition of long-standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and myocardial infarction. Company comment: myocardial infarction is assessed as unlisted event, blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novomix 30 penfill. Relevant information on medical history, coronary artery disease, treatment given, therapy details, action taken with novomix 30 penfill and outcome of the event are unavailable for complete causality assessment. Patient's underlying medical condition of long-standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and myocardial infarction. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfill. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation result - name: novopen® 5, batch number: evg3340. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. The memory display was blank, as the pen had reached its end of life. The piston rod and its functions were found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing. The results were found to comply with specifications. The memory display is blank. The electronic module has been investigated and the results show that the pen has been in use for 5 years. This means, that the memory display is no longer working and the memory display function has expired. Name: novopen® 5 - batch lvg5j42. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Confirmed: in the readout of the electronic pen memory, it was revealed that the electronic display has shown two lines; after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behavior. The observed problem is caused by unintended use of the device. Name:novopen® 5 - batch hvgj929. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The pen had reached its end of life. Visual examination and functional testing were performed. The memory display showed "end". The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory display shows "end" or is blank. The electronic module has been investigated and the results show that the pen has been in use for 5 years. This means, that the memory display is no longer working and the memory display function has expired. Since last submission, this case has been updated with the following investigation result updated imdrf annex b, c, d, and g codes updated. Narrative updated accordingly. Final manufacturer's comment: 22-feb-2024: the suspected device novopen 5 (batch evg3340) has been returned to novo nordisk for investigation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia and myocardial infarction. Product handling error such as storing the device with needle attached between injection can affect the functionality of device. Patient's underlying medical condition of long-standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and myocardial infarction. 22-feb-2024: the suspected device novopen 5 (batch lvg5j42) has been returned to novo nordisk for investigation. During examination of the product, no irregularities related to the complaint were detected. In the readout of the electronic pen memory, it was revealed that the electronic display has shown two lines; - - after the dose button was fully depressed. The two lines in the display is a normal function of the pen to warn the user of not recommended user behavior. The observed problem is caused by unintended use of the device. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia and myocardial infarction. Product handling error such as storing the device with needle attached between injection can affect the functionality of device. Patient's underlying medical condition of long-standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and myocardial infarction. 22-feb-2024: the suspected device novopen 5 (batch hvgj929) has been returned to novo nordisk for investigation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia and myocardial infarction. Product handling error such as storing the device with needle attached between injection can affect the functionality of device. Patient's underlying medical condition of long-standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and myocardial infarction. H3 continued: evaluation summary name:novopen® 5 - batch hvgj929. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The pen had reached its end of life. Visual examination and functional testing were performed. The memory display showed "end". The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory display shows "end" or is blank. The electronic module has been investigated and the results show that the pen has been in use for 5 years. This means, that the memory display is no longer working and the memory display function has expired.